Event description:
The pt reportedly experienced pain at an unspecified time post-operatively following a 2-level posterior fusion. A reoperation was performed at which time it was noted that one of the two levels was not fused and one screw was broken. The broken screw was removed and additional fixation hardware was added. The surgeon reported the procedure was performed successfully.

Manufacturer narrative:
One broken screw was returned for evaluation. Microscopic visual examination found striations on the break surface indicative of fatigue. A review of the device history record did not identify any applicable non-conformity to specification for this production lot.